Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery cap threads were stripped and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that power reboots were recorded. The returned battery cap was not able to be fully secured to the pump and was not able to maintain an electrical connection. There was no damage observed to the battery compartment threads. The returned battery cap threads were found to be stripped/damaged. Power losses occurred during investigation. A test battery cap was used to complete the investigation. The pump was able to successfully complete a 24 hour duration test using the test battery cap. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.